Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings:a review of the black box showed evidence of call service 064 alarms. A review of the black box also indicated occlusions during the prime step. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no issues occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim, fading, and discolored and the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.